Event description:
Company representative reported an incident where the powered wheelchair would stop while driving for no apparent reason. The fault log was e208. We did a load test and no issues. No injury reported.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-mcg serial number/date code (B)(4)is approximately 1 year old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed for additional information, however no further information has been received. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.